Event description:
An equipment coordinator reported that the probe cutter would not work during a vitreoretinal eye surgery. It is unknown if the probe was aspirating at the time of the event. The probe was replaced and the procedure was completed without consequences to the patient. A product sample was requested for evaluation. There is no additional information available for this report.

Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).